Manufacturer narrative:
It was reported that "tubing cracking". No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Tubing cracking.